Event description:
It was reported that prior to the start of a da Vinci-assisted surgical procedure, the Fenestrated Bipolar Forceps instrument was found with broken conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did not receive the da Vinci product with an alleged issue to perform failure analysis.